Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the delivery system balloon burst was attributed to positioning the second valve more aortic in order to pin the native leaflets back and the delivery balloon interacting with severe circumferential stj calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Please reference related manufacturer report #: 2015691-2015-03391.

Event description:
During a transapical tavr case, due to severe circumferential sinotubular junction calcification, the delivery system balloon ruptured during valve deployment. There was injury to the patient and the patient remained hemodynamically stable. Event attributed to severe leaflet overhang, circumferential stj calcium. The delivery system balloon burst was attributed to having to position the second valve more aortic (in order to pin the native leaflets back) and the delivery balloon interacting with severe circumferential stj calcification. This is one of two reports being submitted for this case.